Event description:
This report is being process to submit the results of product evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the common device name and MFR site fields.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that it was reported that the system had displayed oversensing in the past. Episode review today noted smart pass is off now due to small amplitude signals being oversensed. The patient has brugada syndrome. A boston scientific technical services consultant discussed programming options for the patient. A replacement procedure was subsequently performed and the device and electrode were removed from service. No additional adverse patient effects were reported.